Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection was performed and it was observed that the head restraint wire was cut/broken and the top cover was damaged. The lcd display was also observed to be flickering. From the condition of the platform, the damages appear to have been due to wear and tear. Upon power up, the platform displayed a user advisory (ua) 45 (not at "home" position after power-on/ restart) message, thus confirming the reported complaint. Further inspection identified the cause to be that the driveshaft was out of its "home" position. The customer's reported complaint of the platform displaying a user advisory 27 (encoder fault (>3000 rpm)) and user advisory 34 (encoder failure) were not observed during testing. The autopulse platform was functionally tested for 1.5 hours with three different batteries and no other faults or errors were exhibited. Load cell characterization testing was also performed and it was found that both load cells are functioning within specification. Final testing was then performed and the autopulse platform displayed a user advisory 24 (timeout moving to "home" position) and a user advisory 17 (max motor on time exceeded during active operation) message. Further inspection identified the cause to be that the drivetrain was defective. After, the drivetrain was replaced the platform was run for 15 minutes and no additional faults or errors were exhibited. Consistent with the reported information, the archive data indicates that multiple user advisories (uas) occurred on the reported event date of (B)(6) 2015: user advisory 27 (encoder fault (>3000 rpm)), user advisory 34 (encoder failure) and user advisory 45 (not at "home" position after power-on/restart), thus confirming the customer's reported complaint. A cause for the ua 27 and ua 34 could not be determined as no device deficiencies were identified that may have caused or contributed to these two error codes. The ua 45 codes were due to the driveshaft not being in the "home" position, possibly as a result of the lifeband straps not being fully extended prior to pressing start. Based on the investigation, the parts identified for replacement were the top cover, lcd display and drivetrain. In summary, the reported complaint of the platform displaying a ua 27 code was confirmed through platform archive review. No device deficiency was identified that may have caused the ua 27 codes. The archive then showed that the platform exhibited multiple ua 34 codes. A cause for the ua 34 could not be determined. No device deficiency was identified that may have caused the ua 34 codes. The ua 45 codes were due to the driveshaft not being in the "home" position, possibly as a result of the lifeband straps not being fully extended prior to pressing start. The physical damages found during inspection and servicing of the device are unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported that while attempting to perform a compression, the autopulse platform displayed the following user advisories (uas): 27 (encoder fault (>3000 rpm)), 34 (encoder failure) and 45 (not at "home" position after power-on/restart). A zoll deployment specialist attempted to readjust the load and a mannequin, however the issue would not resolve. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 06/24/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.